Event description:
A customer contacted global technical service (gts) regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice pro (hcp) during use, at the end of therapy. The home patient (hp) stated that when they were disconnecting in the morning they received the alarm and wanted to know what it meant. The tsr asked the hp if they remembered any of the numbers from therapy and the hp stated no. The hp stated that they called the peritoneal dialysis registered nurse (pdrn) and she did not know what the message meant and they could not find it in the book. The tsr explained the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported alarm. The nurse stated that she was aware of the alarm. She stated that the patient used the red bag for the first time so she thinks this caused him to ultrafiltrate more than usual, which led to the alarm. She stated there have been no reoccurrences of the high drain alarm. She stated that the patient has been able to continue therapy successfully on the cycler. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain from use error; the tidal total ultrafiltration removal was set too low. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.